Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred while performing rinseback during a routine hemodialysis treatment. In reviewing the event with technical support, it was determined that the operator failed to unclamp the venous line. The operator ended treatment without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported alarm and blood loss were attributed to user error, as the operator failed to unclamp the venous line for rinseback. The user's guide provides adequate instructions for troubleshooting alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff reviewed the event with the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional information will be provided.